Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with lows to 40 mg/dl and highs to 297 mg/dl for approximately nine hours. The pt experienced a high from dinner the night prior, followed by a low which was overcorrected, subsequently causing a high; the user noted a small amount of blood on the infusion set needle, changed supplies with assistance, and insulin delivery resumed, while alerts for high and low glucose were received and non-medical assistance was provided by a family member. Symptoms included hypoglycemia without reported physical symptoms and hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to link a device problem or specific device component to the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.